Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510k - this product is manufactured in the u.s. But not marketed in the u.s. Off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.0/078 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2019. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# : (B)(4).